Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level ranged from 151-371 mg/dl. Customer stated they would take a manual injection. Reportedly, the customer would continue use of the current pump but also has manual injections available as alternate insulin therapy.